Manufacturer narrative:
Type 2 diabetic patient reported that she had hypoglycemia of 38mg/dl last week about dinner time. She reported she passed out and felt extremely tired, her mouth felt dry, and numb. She said she passed out and a friend poured orange juice down her throat. She recovered in 20-30 minutes. There was no allegation of device malfunction. The device was not returned for evaluation. Likely contributing cause for the hypoglycemia and patient passing out is unknown.

Event description:
Type 2 diabetic patient reported that she had hypoglycemia of 38mg/dl last week about dinner time she reported she passed out and felt extremely tired, her mouth felt dry, and numb. She said she passed out and a friend poured orange juice down her throat. She recovered in 20-30 minutes. Patient has had lows 45 or 60 in the middle of the night last 2 months.